Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, during valve deployment, the inflow did not inflate evenly with the outflow portion of the valve. The valve was noted to have landed in the 80/20 (aortic/left ventricular) position and there was no paravalvular leak (pvl) present. There was also no patient harm.

Manufacturer narrative:
In regards to section h6 - investigation conclusions, the code for section h6 - investigation conclusions is "40 - cause traced to another device". The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. A video of the reported event was provided for evaluation. In addition, imagery of the patient's anatomy was provided. Review of the imagery revealed calcification present in the landing zone and the right femoral access to bifurcation transition was tortuous and slightly calcified. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for inflation difficulty of the commander delivery system balloon was confirmed through provided video of the event. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, during valve deployment, the inflow did not inflate evenly with the outflow portion of the valve". The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy. While a review of the DHR, lot history, complaint history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the event, investigation shows that the reported event may be related to the sheath distal tip torn resulting in device interactions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) has been initiated to further investigate and assess the potential risk associated with the issue. H3 other text : device was discarded.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. A video of the reported event was provided for evaluation. Review of the video revealed crimped thv positioning prior to deployment. During deployment, the balloon was observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to be inflated. The balloon eventually achieved full inflation and the valve was implanted successfully in the target location. In addition, imagery of the patient's anatomy was provided. Review of the imagery revealed calcification present in the landing zone and the right femoral access to bifurcation transition was tortuous and slightly calcified. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. In this case, the reported event of inflation difficulty and/or incomplete inflation was confirmed through the provided video of the event. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, during valve deployment, the inflow did not inflate evenly with the outflow portion of the valve". The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy. While a review of the DHR, lot history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the event, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) has been initiated to further investigate and assess the potential risk associated with the issue.